Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer discovered questionable ion selective electrode (ise) results for an unknown number of patient samples. The issue was discovered when they noted not all ise parameters would automatically be repeated when one of the parameters was flagged. The customer manually repeated samples and noted discrepancies. Of the data provided for three patient samples, only the potassium result for one patient sample was discrepant and reported outside the laboratory. The initial result was 5.6 mmol/l and the repeat result was 3.88 mmol/l. The erroneous result was reported outside the laboratory. The patient was not adversely affected. The field service engineer adjusted the process systems manager (psm) to repeat all ise parameters when one parameter is flagged and requires repeat testing.

Manufacturer narrative:
The investigation could not determine a specific root cause. No adverse events were reported.